Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery hook (pch) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm permanent cautery hook (pch) instrument became stuck in position and was unable to be removed from arm. A piece broke off and the instrument became unworkable. The procedure was completed with no reported injury.